Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205022; cluster shell, 62021315, 00631005032, elevated liner, 62006277, 00771100700, m/l femoral stem, 61937531. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip arthroplasty and was revised due to aseptic failure, corrosion, osteolysis approximately 6 years post operatively. No additional patient consequences were reported. Attempts have been made and no further information has been provided.